Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. In addition, it was reported that the customer experienced low blood glucose levels (60 mg/dl). Customer stated they do not believe low blood glucose level was related to the pump of supplies. Customer ate carbohydrates and stated they will discuss the reported low blood glucose level with their health care professional.